Event description:
On (B)(6) 2011 the pt reported she was currently in the hospital due to elevated blood glucose of "hi" on her blood glucose monitor. She stated e4 (occlusion) error was displayed on the infusion device yesterday while attempting to bolus. She was admitted to the hospital on (B)(6) 2011 and treated with an insulin IV and insulin injections. Her normal blood glucose range is 170-180 mg/dl. The pt stated she did not have any more infusion sets and was sent a box of infusion sets. Upon follow up on (B)(6) 2011, the pt stated her blood glucose had decreased. The alleged infusion set was discarded. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.